Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant the patient presented with swelling and stiffness of the right leg. A duplex ultrasound indicated a partial thrombosis of the patient's right vena iliaca communis, distally. In addition, there was thrombosis of the right vena iliaca externa, vena femoralis communis, vena femoralis superficialis, and vena popliteal. The patient was diagnosed with deep vein thrombosis and it was attributed to the use of the introducer during implant. The patient was treated with medication. There was also a decrease in sensing observed with the leadless implantable pulse generator (ipg), and reprogramming was performed. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.